Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR. Report #2183959-2011-00614. The patient was implanted with an invance sling on (B)(6) 2009. It was reported that the patient had recurring incontinence that was worse than baseline following this implant and another incontinence device was implanted.